Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is an initial final submission. Investigation completed. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On february 19, 2020, it was reported that the mesher had bent tines. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the comb was bent. The calibration and sample mesh could not be taken due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable even after changing the collars and gear. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the screws and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the screws and comb were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that after surgery the mesher was found to have bent tines. Evaluation investigation of the device confirmed bent comb. No adverse events were reported as a result of this malfunction.